Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). The left coronary artery was engaged with a 7fr non-boston scientific (bsc) guide catheter and the lcx was crossed with a non-bsc guidewire and pre-dilated with a 2.5mm balloon catheter. Following pre-dilatation, a 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, when tried to maneuver the stent over the wire, the hypotube broke at 15 to 20cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). The left coronary artery was engaged with a 7fr non-boston scientific (bsc) guide catheter and the lcx was crossed with a non-bsc guidewire and pre-dilated with a 2.5mm balloon catheter. Following pre-dilatation, a 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, when tried to maneuver the stent over the wire, the hypotube broke at 15 to 20cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent were found to be damaged. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break located at 84 cm distal to the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.